Event description:
During a syringe pump fentanyl infusion to an infant, the pump alarmed that the dose was complete though it was noted to have 0.3 ml of dose remaining. Examination of the syringe module revealed that the clasp mechanism that closes around the top of the plunger was not closing properly. Infusion was completed on a different pump. Manufacturer response for syringe pump module, alaris (per site reporter). The manufacturer hasn't had time to evaluate the device involved in the incident.